Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing facial nerve stimulation. Programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. However, the residual gas analysis result revealed a nitrogen level above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The residual gas analysis revealed a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear implant.